Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had scratches and damage to the chassis and fluid ingression was evident. Review of the device data log noted no related findings. Functional testing included use testing. The pump was powered on and no "wrong cassette" alarms were able to be duplicated. It was found that the pump had fluid ingression. The downstream occlusion sensor and the chassis assembly was replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump head was damaged. No adverse patient effects were reported.